Event description:
Tulip head dislocated from the bone screw while being removed as part of a revision.

Manufacturer narrative:
The tulip of xia 3 polyaxial screw is disengaged during the revision surgery done due to psuedoarthosis. The screw was not made available. As reported, it was discarded in hospital. The reported event was confirmed based on the photograph of the screw. However, without visual inspection it is impossible to determine precisely the cause of tulip disengagement. It is supposed that the reported event could be caused by application of cantilever effort and some excessive load during removal of the rod. Device not returned.